Event description:
The customer reported on (B)(6) 2013 at 7:16 am she activated a new pod and within a couple of hrs, she started to feel very sick. Her blood glucose and insulin history is as follows: time: 8:01 am, bg (mg/dl): 424, bolus (u): 3.5. Time: 9:07 am, bg (mg/dl): 385. Bolus (u): 2.95. Time: 9:08 am - pod alarmed. Time: 9:31 am - the pod was deactivated. She stated there was no leakage or kink in the cannula.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. The pod was removed due to a hazard alarm. Qualification records were reviewed and the product lot met all acceptance criteria.